Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set adhesive became loose and the cannula detached from the patient's body. The patient's blood glucose was reported to be between 250mg/dl and 300mg/dl. The patient inserted a new site and administered a bolus to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2017-00732.